Manufacturer narrative:
Updated field: a3a, a4, a6, b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced a slight droop in the right side of their face, and the patient presented to the emergency room on (B)(6) 2025. A stroke was suspected. An MRI was performed, and there were no signs of a stroke. In the opinion of the physician, the surgical process of the barostim implant caused the patient's symptoms. No additional intervention or treatment was performed. As of (B)(6) 2025, the symptoms had resolved.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency room with symptoms of a stroke. An MRI was planned.